Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An associate reported a patient with two plus diffuse lamellar keratitis (dlk). Topical steroid drop dosage was increased. The patient noted that the eye was scratchy. Additional information received states the patient's symptoms resolved.